Event description:
It was reported that a posterior¿anterior calcaneal screw backed out, leading to irritation and concern for infection risk, and the screw within an intramedullary nail construct was removed. The event was associated with discomfort that interfered with routine activities. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.